Event description:
It was reported that the insulin pump did not alarm. No delivery and it was also reported that the back light was malfunctioning. Troubleshooting was performed and the insulin pump passed the lead screw test but, did not pass the high pressure test. No other info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.